Event description:
On (B)(6) 2009, the patient reported that she received an e4 (occlusion) error while attempting to bolus 20 units of insulin. She disconnected from the infusion set and primed without error. She reconnected to her infusion set and attempted to complete the bolus and e4 was displayed again. She removed her infusion set and found that the cannula was bent. She stated that she normally uses an infusion site insertion device and this infusion set had been inserted by hand. She inserted a new infusion set using her insertion device and she completed her bolus without error. She stated that she has scar tissue and she rotates her infusion sites from side to side. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.